Event description:
It was reported that the patient was seen with error code 6 and therapy was disabled. Therapy was re-enabled and diagnostics were performed successfully. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. DHR review confirmed that the gc5 reset is not the cause of the device issue. This was determined based on the fact that the device had the newest m1000 firmware which is not susceptible to gc5 resets. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.